Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the heartmate 3 (hm3) pump prep, the modular cable "was extremely hard to connect and it felt different from other times". The difficulty to connect was between the modular cable and the pump percutaneous lead. It was able to be connected after 5 attempts. Related manufacturer's reference number for the modular cable side of the connection: : 2916596-2022-00341.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported connection difficulty between the pump cable and the modular cable at the inline connector could not be confirmed through this evaluation as the pump was not returned for evaluation and remains in use. A direct cause for the reported event could not be conclusively determined through this evaluation. The account reported that during surgical preparation the modular cable was difficult to connect to the pump cable and felt different from previous experience. The modular cable was connected after five attempts. The patient was implanted with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), on (B)(6) 2022. There were reportedly no alarms associated with the reported connection difficulty. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. The IFU contains instructions for observing damage to the modular cable and replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information provided. The manufacturer is closing the file on this event.